Event description:
It was reported that a pt had a colonoscopy. The pt indicated they experienced excessive rectal bleeding a few hours after the procedure. The doctor suspects the colitis may have been caused by cidex solution.